Manufacturer narrative:
B3: 2025 was the reported year of the event but the month and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy (B)(4). There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the device failed the accuracy test. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. During the accuracy test, complaint was not confirmed or replicated. All performance verification tests were performed. All tests exceeded specifications. Probable cause was not determined.